Event description:
Kimberly-clark received a report from canada stating the enteral feeding tube was inserted by a nurse on (B)(6) 2014. The balloon popped and the tube fell out on (B)(6) 2014. The patient's stoma had closed by the time a replacement tube was obtained. The patient was admitted into the hospital for 3-days for stoma reopening and reinsertion of a replacement enteral feeding tube. There was no reported patient injury.

Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is in-progress. Upon completion of the investigation; a follow-up report will be filed. Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database (B)(4). Device not returned by customer.